Event description:
False negative result (s). Easy to use at reasonable price. Unsure of results. These showed me negative twice over 4 days. Day 5 at doctor I was positive. Did I do it wrong or test too early. I don't know.